Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on 21-may-2025. The site of detachment was tubing connector. The insertion site was abdomen. The infusion set was in use for 24 hours. The blood glucose level was high and the patient was treated with correction bolus. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010347, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010347 was manufactured according to the work instruction (wi) version 120 and manufactured in the line 3 on 20-nov-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4l01241 was manufactured according to the wi version 12 and manufactured in the machine igtl01, on 11-nov-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4l04023 was manufactured according to the wi version 65 and manufactured in the machine sc09, on 20-nov-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4k05893 was manufactured according to the wi version 2 and manufactured in the machine itl03, on 26-oct-2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformances (nc) 206882 and nc 2081027 were opened. This nc is not related to claimed malfunction. Conclusion: as a result of the following: no nc related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.